Event description:
It was reported that the pt expired. The cause of death is unclear at this time. The pt was transferred from his long-term care facility to the physician's clinic for a routine pump refill with baclofen 2000mcg/ml; the medication rate was unk. There were no procedural issues noted when the pump was refilled. After the refill procedure, the pt was being transferred back to his care facility and was assisted to breath via an ambu-bag; the pt had been ventilator dependent since birth. The pt's spastic movements (which are normal for the pt) stopped and that was the first indication that something was wrong. The pt's heart rate dropped and he became unresponsive. The pt experienced a sudden bradyarrythmia and his oxygen saturation decreased. He was given atropine and transferred to the nearest emergency room, where he was pronounced dead. There were no visual abnormalities noted of the pt's abdomen or pump pocket site. The pump was removed and the catheter was "cut." It was noted that when the pump was placed in a specimen container, "lots of fluid seemed to leak from it" and the pump continued to alarm since the time it was removed. The coroner has obtained toxicological testing with results for serum baclofen (0.037 mcg/ml), phenobarbital (24 mcg/ml) and diazepam (33 mg/ml). These results reportedly are within normal therapeutic range for a normal sized adult. The pump was returned to the MFR for analysis. The pump analysis should help confirm whether a pocket fill occurred or not. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.